Manufacturer narrative:
After deployment of a 6f exoseal for vascular closure, a patient experienced extreme pain in the recovery room and the surgeon found out that retroperitoneal bleeding was coming from abdomen. The surgeon suspected that the closure did not work so he applied digital pressure to the patient. The patient stayed for another 3 nights, and was discharged from the hospital in stable condition. The device was not returned for analysis. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. The exoseal IFU lists prolonged access site-related bleeding as a potential risk associated with femoral artery closure procedures. Access site retroperitoneal bleeds are a common procedural complication and are frequently related to stick technique, anticoagulation, blood pressure and/or discomfort during and after the procedure. Without return of the device for analysis, and based on the limited information available for review no determination of possible contributing factors can be made for retroperitoneal bleed post exoseal vcd deployment. A review of the manufacturing documentation associated with this lot does not suggest that the reported complaint could be related to the design and manufacturing process of the device; therefore, no corrective action will be taken.

Event description:
The report received from the affiliate indicated that following deployment of a 6f exoseal for vascular closure, a patient experienced extreme pain in the recovery room and the surgeon found out that retroperitoneal bleeding was coming from abdomen. The surgeon suspected that the closure did not work, so he applied digital pressure to the patient. Normally, a patient stayed only for overnight but the patient stayed for another 3 nights. The patient is now safe and discharged from the hospital. No ae to the patient. The procedure performed was a coronary angiogram.

Manufacturer narrative:
This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt.